Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, device did not shoot correctly, which caused t2 to release too soon and fast when deploying t1. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pushing the deployment slide multiple times. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One used and one unopened fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the used device showed no ts or suture remain on the delivery needle or were returned. The actuator is in its post t2 deployment position indicating a complete deployment. The unopened device was tested for deployment using a rubber meniscus model, each t deployed as intended. The condition of the used device indicates the trigger was inadvertently advanced twice during deployment of t1 causing the pre-deployment of t2. Per the device instructions for use: do not push the deployment slider twice or the second implant will deploy prematurely. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal/acl repair procedure, the device did not shoot correctly, which caused t2 to release too soon and fast when deploying t1. There was no significant delay or patient injuries reported but it is unknown if a backup was available to complete the procedure. Attempts were made to retrieve further details about the event but the complainant does not have more information.